Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/28/2014 with the following findings: the pump booted on to the verify screen with dim pink contrast. Unrelated to the display issue, the black box revealed a time and date reset to the default setting following a battery change on (B)(6) 2014 within 10 minutes. The pump was exercised for 24 hours, the battery was removed for 6 hours, and the time and date were observed to reset to the default setting. The pump was opened to investigate and an internal clock battery malfunction was observed to have occurred. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, pink display. This report is made based on results of investigation completed on 03/28/2014.